Event description:
During device replacement, lead damage due to subclavicular crushwas observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.